Manufacturer narrative:
Quality controls were acceptable. There was no indication of a reagent performance issue. The investigation could not identify a product problem. The cause of the event could not be determined. The issue is most consistent with a sample specific issue related to sample quality.

Manufacturer narrative:
For the second sample collected from the patient, the specific raw data values from the blood gas analyzer are as follows: plasma tube results: pco2 32.4 mmhg, ctco2 (b) = 19.11 mmol/l, ctco2 (p) = 23.2 mmol/l. Whole blood tube results: pco2 47.8 mmhg, ctco2 (b) = 24.40 mmol/l, ctco2 (p) = 29.0 mmol/l.

Manufacturer narrative:
The serial number of the c501 analyzer is (B)(6). The investigation is ongoing.

Event description:
The initial reporter stated they received questionable results for two samples collected from the same patient and tested with bicarbonate liquid on a cobas 6000 c501 module. It is alleged that the patient's samples contain an interfering factor against a component of the bicarbonate assay. The first sample from the patient resulted in bicarbonate values of 7.1 mmol/l and 7.1 mmol/l. A re-collection of the patient was requested. A second sample (plasma) was collected from the patient and tested on (B)(6) 2025, resulting in bicarbonate values of 2.9 mmol/l and 2.3 mmol/l. This same plasma sample was repeated on an unknown blood gas analyzer, resulting in a bicarbonate value of 22.6 mmol/l. The whole blood tube from the same collection was also tested on the blood gas analyzer, resulting in a bicarbonate value of 24.4 mmol/l.